Event description:
It was reported that, "during the tha surgery, the surgeon dropped the v40 head trial into the pt's peritonea. However, he could not remove it because he lost it. Therefore, he left it in the pt's peritonea."

Manufacturer narrative:
Event resulted from the surgeon dropping the device. No device malfunction was reported.